Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met less than 80% of expected longevity. Battery analysis found no evidence of an internal mechanism for premature battery depletion during destructive analysis. No problems were found with the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted for an upgrade to cardiac resynchronization therapy pacemaker (crt-p) and returned for analysis. The device tested out of specification. No patient complications have been reported as a result of this event.